Event description:
A customer reported two cassettes leaked during surgery. There was no harm to the pt. Add'l info has been requested.

Manufacturer narrative:
The sample has been received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).